Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was large crack across the screen of insulin pump and it was very difficult to read anymore. The customer¿s blood glucose level was unknown. The customer stated that they was experiencing a problem with the insulin being delivered. The customer stated that numbers was high recently with nothing changing. The insulin pump will not be returned for analysis.